Manufacturer narrative:
Investigation is ongoing. Additional information about allegation results has been requested but not provided. A follow up report will be filed with the outcome of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results for a patient on the cobas® sars-cov-2 assay. A customer from (B)(6) alleged 5 potential false positive samples for sars-cov-2 on lait analyzer (sn (B)(4)). All 5 alleged runs were confirmed to be false positives even though some of these runs show an increase in the sars-cov-2 target signal. Two of the samples were rerun on the genexpert and results were not available. Three samples were found negative in confirming pcr on another platform and no results are available. All positives results use a "variant-pcr" to differentiate type. The customer confirmed that there was no allegations of harm to the patient. The investigation to assess the customer allegation has not yet been completed. 5 mdrs will be filed, one for each of the sample results.

Manufacturer narrative:
This MDR (2243471-2021-00604) is considered a duplicate of 2243471-2021-00593. The device evaluation for this customer allegation was captured in the supplement associated with 2243471-2021-00593. (B)(4).